Event description:
Type 2 diabetic on vgo for "almost one year" reported to valeritas customer care during an outbound call "that a couple of times when he attempted to release the needle at the end of therapy, the needle failed to retract. In one occasion the needle remained inside the skin for a day or two after he removed the device." Ae assessor spoke with the pt. For further investigation of this report. Pt. States that in the first or second week of august he had a vgo 30 where the needle failed to retract. Pt. States "the vgo unit came off but left the needle inside me (right side of abdomen); I developed a painful abscess which started draining yellow pus, was very red, hot to touch and the doctor gave me an antibiotic for the infection from to the needle staying inside of my abdomen". Pt. States it took four weeks for the infection to "get better" but he still has a welt-like appearance with slight redness at this vgo site. Pt. Has a follow-up appointment with his hcp in 3 weeks and states he will have her look at the site again. Pt. States he did not see the needle come out but he assumed it would have come out with the drainage or discharge. Vgo site was not x-rayed post incident. Pt. Was encouraged to see his hcp asap regarding the continued discoloration and "welt-like" appearance. Pt. Denies tenderness or drainage at the site at this time. Pt. Discontinued vgo and returned to insulin injections. The vgo in this case was disposed of and is unavailable for technical review.

Manufacturer narrative:
Initial reporter corrected. Health professional - no checked. Non healthcare professional. Follow up #1. Correction checked.